Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. A correction is being made to the UDI. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that the issue was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charge couple device unit, which resulted in the absence of images. The instructions for use includes the following statements which can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
There is no additional information available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device had no image. This is attributed to the faulty charge couple device unit. Kinks in the cable were also found.

Event description:
As reported for this event the device yielded no image, only a black screen. There is no reported patient harm.